Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the damaged sheath with metal protruding could not be determined, however, it is likely that the issue was the result of component failure due repetitive use and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the uretero-reno videoscope was found to exhibit a damaged/deformed bending tube sheath with metal protruding. There was no patient involvement, and no harm was reported as a result of the event.